Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device was returned for analysis. No issues were noted with the profile of the devices markerbands. The device was attached to an encore inflation unit, subjected to positive pressure and a balloon pinhole was identified. The pinhole was located in the mid body of the balloon. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon burst occurred. The severely stenosed target lesion was located in the left lower extremity artery. A 10.0 x 60, 135cm mustang¿ balloon catheter was advanced to dilate the lesion but the balloon burst. The procedure was completed with a different device. No patient complications were reported and patient's status was stable.